Event description:
Reporter stated they had a right breast biospy done at their doctor's office and the doctor placed a hologic breast clip marker. Since then, the reporter states they have been experiencing right-sided constant throbbing pain, a pinching feeling, and discomfort.